Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor was pulled back the angio-seal evolution device to seal the puncture, but the mechanism did not push the tamping tube as expected. The suture become visible between skin and remained in part of the device. The doctor took a small part of the tamping tube that visible, pulled it out of the sheath and tamped the collagen manually, as it had been vip platform. The button was pressed, suture was released and cut. On step no. 3, "seal the puncture" by pulling the device, suture should rotate mechanism inside the handle, it should push the tamping tube, which should compact the collagen. In this case none of that happened. The doctor pulled the device, but less than one centimeter of tamping tube was out of device sheath. Hemostasis was achieved, button pressed and rest of suture was released and cut. There was no consequences for the patient. Additional information was received august 1, 2019: a pre deployment angiogram was performed. The type of procedure performed was a coronarography using a 6fr sheath.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device returned date and to update and to provide the completed investigation results. Results - 3252 is based upon evaluation of user facility information & the returned sample; 213 is based upon functional testing of the returned sample. One used 6f angio-seal evolution device was received for product evaluation. The hemostasis sheath was returned mated with the carrier tube assembly along with a plastic tray. No other accessory components were received. Visual inspection revealed the compaction tube and suture were found released and visible at the distal tip of the sheath. The compaction tube was seen bent and the colored compaction marker was visible. There was no kink or deformation noticed on the device. The carrier tube assembly was appropriately mated with the hemostasis sheath and the deployment sleeve was in the full rear lock position with the color bands fully exposed. Neither the anchor nor collagen were returned. The button was found hard upon receipt. The distal end of the suture was examined and it was appeared to be cut. No other outward visual anomalies were noted. The device was disassembled and the gearbox assembly was visually inspected. The gearbox assembly was in a completely distal position along with the rack. The suture could be seen tethered to the suture stake and one turn of suture remaining on the spool. Functional testing was then performed on the gearbox assembly. The button was manually pressed and tension was applied to the suture. Suture was released with resistance. The drive gear was then turned counter-clockwise and the rack advanced with extreme resistance due to the presence of dried blood-like substances. The continuous force was applied to the rack to advance the rack. The resistance was quickly overcome as the dried blood-like substance was cleared. After loosening of the dried blood-like substance, the rack was able to be advanced smoothly. No other functional anomalies were noted. The od of the compaction tube was measured to be 0.054'' within the specification limits. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that that at the device was subjected to a large degree of force to cause the reported event. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.